Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and IV antibiotics (date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2020 due to extrusion of the implant. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 31, 2020. Attachment: [01760 device analysis report.pdf]